Manufacturer narrative:
Section d9 was updated. The customer reported that the autopulse platform (sn (B)(6)) displayed a fault code, but they could not recall it. The platform's archive indicated that the autopulse platform showed multiple user advisory 17 (max motor on-time exceeded during active operation) around the customer's reported event date. The observed ua17 advisory was not replicated during functional testing. The likely root cause of the repeated compression interruptions was the patient's large chest circumference and stiffness, which made it difficult to compress. Further review of the archive data did not reveal any errors or faults other than the ua17 advisories around the reported event date. User advisory 17 is typically a clearable advisory message, triggered when the motor has operated too long during active operation. The autopulse did not reach the target depth within the specified time. This usually occurs when the patient is either improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions for this type of user advisory are: open lifeband, initiate manual CPR, check the battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed preliminary functional testing at zoll without any faults or errors. The drivetrain motor brake gap was inspected, and it was verified that the brake gap was within specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Additionally, the autopulse platform passed the run-in test using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged. No malfunction was detected, and the autopulse platform operated as intended. Following service, the autopulse platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll for investigation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a patient in cardiac arrest. The cause of the cardiac arrest was cardiac in nature, and it was witnessed by the als (advanced life support) ambulance crew. The patient was in cardiac arrest less than one minute before receiving the first manual CPR performed by emt b (emergency medical technician) on the ambulance crew. The autopulse platform was working until it was paused for a pulse check and restarted. After about 5-6 compressions, the autopulse platform stopped working. The crew reported the platform displayed a fault code, but they could not remember it. The patient's position was checked and was correct. The crew restarted the autopulse platform, but the platform stopped again after providing about 5-6 compressions. The patient was repositioned on the platform, and the autopulse was restarted. The same issue happened and kept reoccurring about 4-5 times. Then manual CPR was resumed for the duration of patient transport, which took about 30 minutes. Ultimately, the patient was pronounced dead by the ed physician at the emergency department (ed). The customer stated they are doubtful that the issues with the autopulse system had a detrimental impact on the patient's outcome of death.